Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lump/nodule, pain, cyst, anxiety-product/procedure.

Event description:
Healthcare professional reported an unknown side rupture. Additionally, the patient reported having experienced the events of left side ¿anxiety related to biocell textured devices¿, ¿lumps/nodules¿, ¿diagnosed with a left side seroma with an MRI¿, ¿pain¿, and ¿ultrasound which diagnosed cysts and lumps¿. Patient additionally reported that rupture occurred on the right side and non-device related events of "was breast feeding and got mastitis. Device remains implanted. This record is for the left side.

Event description:
Healthcare professional additionally reported a capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.